Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported thrombus was likely related to the patient/procedural conditions of suboptimal act level. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One mitraclip xtw was implanted without any issues. Residual mr was still present on the medial side of the valve; therefore, an xt clip delivery system (cds) was advanced. However, as the clip advanced into the left atrium (la), echocardiogram showed thrombus on the tip of the clip. Therefore, the clip was removed. The thrombus was removed with the clip. It was noted that the act level was 106, and 190 was the highest act level achieved during the procedure. It was noted that additional heparin and loxenox were given to the patient. The physician decided to discontinue the procedure. Mr reduced to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.